Event description:
On (B)(6) 2024, it was reported by a sales representative via email that an ar-9831 apollo rf® i90, aspirating ablator 90° was reported to have bilateral cracks on each side of the hook probe. This occurred on (B)(6) 2024 in (B)(6) hospital during an rcr. The case was completed successfully using a competitor rf probe. There was case involvement.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces and/or prying/leveraging the device during use.